Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken at the center hole. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace had broken at the center hole for the attachment bolt that would connect it to the other cross brace. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the crossbrace is broken in between the pit point and the seat sling.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the crossbrace is broken in between the pit point and the seat sling.